Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that a list of patients has been provided with a summary report for clinical safety and performance of milagro advance br interference screws in knee: collateral ligament repairs (both mcl and lcl). Finding are reported as follows: patient #29: knee joint infection and re-operation, patient #33: prolonged swelling, re-operation, patient #35: knee joint infection, re-operation, patient #36: joint infection, re-operation, patient #55: wound infection, re-operation. There is no additional information available at this time. The complaint device is not being returned, therefore unavailable for a physical evaluation. The device is unknown and there was no reported malfunction on the device. However, the device caused the patient to experience allergic reaction and a possible infection and hence this complaint is being documented. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If the device is received in the future or additional information is obtained, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Brand name,serial #,MFR site, date recd by MFR: this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, device manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the physician through clinical research that postoperatively to an anterior cruciate ligament with posterolateral corner reconstruction, lateral and medial meniscus repair procedure of the right knee on (B)(6) 2016 using an unknown milagro advance br interference screw device, it was observed that the patient developed prolonged swelling; and needed a reoperation that was performed on (B)(6) 2017 for a medial exploration of swelling on the exit point of the beath needle for the lcl reconstruction. It was reported that there was a small amount of retained ethibond suture from the pull-through of the graft which had caused a local reaction and was removed. The current status of the patient was unknown. No additional information was provided.